Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for needle missing and needle broken due to unknown lot number. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle missing and needle broken) was captured and addressed investigation summary: customer returned (5) loose 3/10cc syringes. Customer states that the syringes have no needle and the needle is broken. The returned syringes were examined and all were returned with the hub-needle/shield assembly separated from the barrel. Also, the video returned by the customer was examined and exhibited what appeared to be a leak in the cannula. Manufacturing ((B)(4)) will be notified of this issue. Unable to perform DHR check for needle missing and needle broken due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates and leakage). Root cause description: as per investigation completed by manufacturing under investigation child (B)(6). "On 12 oct 2020, (B)(4) received photo complaint. Needle missing: a visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA (B)(4) has been opened to address this issue. Needle broken: a visual evaluation of the video fond (1) syringe with a liquid being expelled from the syringe. There appears to be a leak in the middle of the cannula. Process: racks loaded with hubs travel down a conveyor towards the cannulator. They approach the cannulator turning horizontally in order to receive cannula. Racks pass under mars magnet straightening the cannula in the hubs. The rack passes under two ultraviolet lamps, which causes the adhesive to cure. Then the racks go to the shielder with the use of linear motion. The rack locator positions the racks while getting shielded. The parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. The finished product pick and place head won¿t pick it up in the gripper as it is gripping the shield for pick up. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined.

Event description:
It was reported that a bd syringe 0.3ml 31g 8mm wholeunit 10bg 500 broke at the cannula before use. The following was reported by the initial reporter: "it was also reported that one syringe had a broken needle. Verbatim: we ordered 8 cases of part # 328438 and each box opened has had at least one syringe with no needle. We now are up to 13 syringes with no needle. We have also had 1 syringe with a broken needle."